Manufacturer narrative:
A portion of the catheter and extracorporeal tubing was returned with dried blood on the interior and exterior of the device. The membrane, portion of the catheter and extracorporeal tubing was cut from the iab and not returned for evaluation. An underwater leak test of the portion catheter and extracorporeal tubing was performed and no leaks were detected. The condition of the iab as received indicated dried blood observed within the iab catheter. This most likely caused the reported problems to occur. However, the reported failure could not be reproduced due to the returned condition of the device. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm and blood was seen in the tubing. The balloon was removed and replaced in the cardiac cath lab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
This product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm and blood was seen in the tubing. The balloon was removed and replaced in the cardiac cath lab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm and blood was seen in the tubing. The balloon was removed and replaced in the cardiac cath lab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.